Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 02-oct-2022 to 01-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the stationshut down unexpectedly and the cause was unknown. But the batteries in the station were overdue for change. The field service engineer replaced the device's battery to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding, after the certified registered nurse anesthetist was logged during an endoscope procedure. The required medication propofol was removed by the certified registered nurse anesthetist before the procedure. The customer confirmed that there was no delay or harm to patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding, after the certified registered nurse anesthetist was logged during an endoscope procedure. The required medication propofol was removed by the certified registered nurse anesthetist before the procedure. The customer confirmed that there was no delay or harm to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that station shut down unexpectedly and cause was unknown. However, the batteries in the station were overdue for change. A field service engineer replaced the device's battery to resolve. The system functioned as intended.